Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient experienced an infection.

Manufacturer narrative:
No device or photos were received as this remained implanted; therefore the condition of the device is unk. The lot number of the product is unk; therefore the device history records, complaint history could not be reviewed. The reported device is used for treatment. It could not be confirmed if the device was in an approved and compatible combination. Adherence to rehabilitation protocol and relevant pt history is unk. Sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified devices caused or contributed to pt infection.